Manufacturer narrative:
An ocd field engineer (fe) visited the site and observed that the probe was bent. The fe replaced the probe and add'l fluidics system components. The fe performed the appropriate repairs and preventative maintenance to return the analyzer to expected operation.

Event description:
A customer reported that the probe of the ortho provue analyzer dripped fluid and the dilution cup overflowed. Probe drip may lead to dilution of sample / reagent, carry over and /or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.